Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was determined to be no communication - gap in logs. No additional event or patient information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required: the probable cause was the transmitter and app were unable to establish a connection. Subsequent to the initial MDR, additional information became available: it was determined that the incorrect product was received for this complaint, and as a result a device investigation relevant to the allegation will not be performed.